Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the response buttons were non-functional. The cause for the defective response buttons was a response button flex cable. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the defective response buttons.

Event description:
Upon servicing of a monitor that was returned for an unrelated reason, a reportable malfunction was found. The response buttons on monitor (B)(4) were non-functional.

Event description:
Upon further investigation of monitor sn (B)(4), it was determined that the monitor was resetting. Upon servicing of a monitor that was returned for an unrelated reason, a reportable malfunction was found. The response buttons on monitor sn (B)(4) were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the response buttons were non-functional. The cause for the defective response buttons was a response button flex cable. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the defective response buttons.